Manufacturer narrative:
On 12/18/2020, infutronix confirmed with the distributor that the affected device was never returned for evaluation and therefore no root cause could be established. This MDR is a result of complaint remediation effort.

Event description:
On (B)(6) 2020 , a distributor of infutronix reported an issue on behalf of an end user: "she had woken up to her tubing disconnected from the catheter after she was too rough with the tubing in bed." Device operator was a patient. Medication infused was unknown. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(4).